Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a bio-stable 4f sl 55cm mst-70 kit valved with nitinol guidewire pg. Post procedure, it was noted the valve was not functioning as intended and producing bleed back. The device was removed from the patient. It was not indicated nor reported that the PICC was replaced. There was no report of patient harm or adverse event by the end user.

Manufacturer narrative:
This report is being submitted in order to close out the complaint record. The reported event was incorrectly reported, and does not meet the criteria of an adverse event based on new information provided. Reference (B)(4).

Event description:
New information provided reported the event occurred during initial placement of the device. Therefore, no medical intervention was required. This event does not meet the criteria of a reportable adverse event. This report is being submitteed in order to close out the complaint record.